Manufacturer narrative:
Hill-rom is filing this as a conservative report. A supplemental report will be sent when info requested has been rec'd.

Event description:
It was reported to hill-rom that a liftstrap allegedly broke while lifting a patient from a chair to a bed.